Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/4/2020. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: were there any adverse patient consequences? If yes, please describe. -- no patient consequence happened.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbk870 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? If yes, please describe. Note: events reported via mw2210968-2020-02886.

Event description:
It was reported that the patient underwent laparoscopic end to end anastomosis of bilateral fallopian tubes and leakage of fluid through bilateral fallopian tube intubation under general anesthesia on an unknown date and suture was used. The needle broke in the surgery. Changed to another device to continue the surgery. No additional information could be provided. There were no adverse patient consequences reported.